Manufacturer narrative:
All available information was investigated, and the sleeve tip ring was confirmed to be broken. Additionally, the clip cover was lifted, the clip introducer was torn, the steerable sleeve shaft was torn, and the l-lock tabs were observed to be scratched. The reported unintended movement, difficult to remove cds from sgc, difficult positioning in anatomy, and audible noise could not be replicated in a testing environment. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information and the returned device analysis, the reported difficult to remove cds from sgc, lifted clip cover, torn clip introducer, and scratched l-lock tabs were likely due to procedural circumstances (technique of clip removal, troubleshooting technique). The reported audible noise, unintended movement, and observed torn steerable sleeve shaft were results of the broken tip ring. The reported difficult positioning in anatomy was a result of the reported unintended movement. The issue is being addressed per internal operating procedures. Abbott will continue to trend the performance of these devices. Codes removed: h6 medical device problem code: 1212 entrapment of device. Codes added: h6 medical device problem code: 1157 difficult or delayed positioning.

Event description:
It was reported that a triclip procedure was performed to treat functional tricuspid regurgitation (tr) with a grade of 3 and chiari network. A triclip was inserted and deployed on the tricuspid valve. A triclip xtw was inserted. However, while flexing the clip delivery system (cds), a crack sound was heard and the clip lost its flex. A decision was made to remove the clip. However, the clip became caught in the chiari network due to the uncontrolled losing of flex. Troubleshooting was performed, and the clip was able to become free. However, the clip was unable to be removed through the triclip steerable guide catheter (tsgc). Force was required to remove the clip into the sgc. Fluoroscopy was performed and a structure from the clip was visible still within the guide. Therefore, the tsgc and the clip were removed from the patient to ensure that there was no free material inside the patient. A new sgc was inserted and the procedure was continued. Two triclips were then inserted and deployed on the tricuspid valve, reducing tr to a grade of 1. There was no clinically significant delay in the procedure.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.